Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was kinked and fractured. If the pod coil is advanced against resistance, damage such as kinks on the pusher assembly may occur. Subsequent retraction against resistance likely worsened the kink into a fracture. The fracture on the pusher assembly likely caused the pull wire to retract and the embolization coil to detach from the pusher assembly. The resistance was likely due to the kinks on the distal shaft of the returned lantern which was used in the procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous. While advancing the pod coil through the lantern, the physician experienced resistance and the pod coil became stuck within the mid-shaft of the lantern. The physician attempted to push and pull the pod coil, but the pod coil would not move. Therefore, the lantern containing the pod coil was removed. It was reported that upon flushing the pod coil out of the lantern on the back table, the physician found that the pod coil had unintentionally detached. The procedure was completed using a new pod coil and a new lantern. There was no report of an adverse effect to the patient.